Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged cannula. A hole was observed in the cannula and appeared to be melted. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the cannula coming into contact with a heat producing instrument during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: I wanted to report an incident that happened during a case with an applied medical trocar (ctf73). On (B)(6) 22 during a laparoscopic appendectomy with dr. [Name], we had a cautery that burned the 12mm applied medical trocar while inside the patient towards the end of surgery. Product is available for return. Additional information received via email on (B)(6) 2022 from applied medical representative: they do receive their products from a warehouse that distributes product to all [hospital name] facilities no additional information has been provided about the event at this time. Additional information received via email on (B)(6) 2022 from applied medical representative: the cautery device used was a [non-applied medical device]. The surgical team searched the patient and did not find any piece of the trocar in the patient. The case was completed. No report of patient injury. Additional information received via email on (B)(6) 2022 from applied medical representative: they [the facility] did confirm that to their knowledge their was no patient injury. Patient status: no patient injury.